Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/perforation (other) please describe and state the (s) type: location of the perforation: right essure device extends into the space superior to the endometrial cavity, presumably within the myometrium'), embedded device ('the essure coil in the left side was partially extruded from the left cornua/right essure device extends into the space superior to the endometrial cavity, presumably within the myometrium.'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a 30-year-old female patient who had essure (batch no. A78084) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, nephrolithiasis, cholecystectomy, appendectomy and hypothyroidism. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain left side, long lasting"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), fatigue ("fatigue/fatigue"), migraine ("migraine/migraines / headaches"), mood swings ("hormonal changes describe: mood swings") and affective disorder ("psychological or psychiatric problems condition: mood disorders"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 2 months 18 days after insertion of essure. On (B)(6) 2013, the patient experienced urinary tract adhesions ("other injury(ies) or complication: please describe: adhesions of the bladder to the anterior surface of the uterus"). In december 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient was found to have the first episode of weight increased ("weight gain"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced intervertebral disc protrusion ("neck pain due to c5-c6 herniation"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("uterine fibroids"). On (B)(6) 2018, the patient experienced cervical dysplasia ("minimal descent of the cervix with traction on the tenaculum/focal high grade squamous intraepithelial ledion"). In (B)(6) 2019, the patient experienced ovarian cyst ("recurrent large cyst on left ovary"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), neck pain ("neck pain") and abdominal pain lower ("pain in lower left side of body") and was found to have hormone level abnormal ("hormonal changes") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (d and c and novasure ablation, d and c and ablation, laparoscopic robotic hysterectomy and laparoscopic robotic hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device, psychological trauma, bladder disorder, affective disorder, urinary tract adhesions, uterine leiomyoma, neck pain, ovarian cyst, cervical dysplasia, intervertebral disc protrusion and abdominal pain lower outcome was unknown, the menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, migraine, the last episode of weight increased and vaginal discharge had resolved and the vaginal haemorrhage and mood swings was resolving. The reporter considered abdominal pain, abdominal pain lower, affective disorder, bladder disorder, cervical dysplasia, dysmenorrhoea, dyspareunia, embedded device, fatigue, hormone level abnormal, intervertebral disc protrusion, menorrhagia, migraine, mood swings, neck pain, ovarian cyst, pelvic pain, psychological trauma, urinary tract adhesions, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: received treatment for perforation, pelvic pain, abdominal pain, dyspareunia, dysmenorrhea , menorrhagia, psych injury, bladder problems. Approximately three to four coils were noted intrauterine after the placement on either side. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded), no evidence of residual patency of the left oviduct. Right oviduct remains patent. Right essure device extends into the space superior to the endometrial cavity, presumably within the myometrium. Lot number: a78084, manufacture date: 2012-12, expiration date: 2015-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/perforation (other) please describe and state the (s) type: location of the perforation: right essure device extends into the space superior to the endometrial cavity, presumably within the myometrium'), embedded device ('the essure coil in the left side was partially extruded from the left cornua/right essure device extends into the space superior to the endometrial cavity, presumably within the myometrium.'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a 30-year-old female patient who had essure (batch no. A78084) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, nephrolithiasis, cholecystectomy, appendectomy and hypothyroidism. On (B)(6) 2013, the patient had essure inserted. In april 2013, the patient experienced pelvic pain ("pelvic pain left side, long lasting"), dysmenorrhoea ("dysmennorhea (cramping)/dysmenorrhea (cramping)"), fatigue ("fatigue/fatigue"), migraine ("migraine/migraines / headaches"), mood swings ("hormonal changes describe: mood swings") and affective disorder ("psychological or psychiatric problems condition: mood disorders"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 2 months 18 days after insertion of essure. On (B)(6) 2013, the patient experienced abdominal adhesions ("other injury(ies) or complication: please describe: adhesions of the bladder to the anterior surface of the uterus"). In december 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In january 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In january 2015, the patient was found to have the first episode of weight increased ("weight gain"). In january 2016, the patient experienced vaginal discharge ("vaginal discharge"). In january 2018, the patient experienced intervertebral disc protrusion ("neck pain due to c5-c6 herniation"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("uterine fibroids"). On (B)(6) 2018, the patient experienced cervical dysplasia ("minimal descent of the cervix with traction on the tenaculum/focal high grade squamous intraepithelial ledion"). In july 2019, the patient experienced ovarian cyst ("recurrent large cyst on left ovary"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), neck pain ("neck pain") and abdominal pain lower ("pain in lower left side of body") and was found to have hormone level abnormal ("hormonal changes") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (d and c and novasure ablation, d and c and ablation, laparoscopic robotic hysterectom and laparoscopic robotic hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device, psychological trauma, bladder disorder, affective disorder, abdominal adhesions, uterine leiomyoma, neck pain, ovarian cyst, cervical dysplasia, intervertebral disc protrusion and abdominal pain lower outcome was unknown, the menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, migraine, the last episode of weight increased and vaginal discharge had resolved and the vaginal haemorrhage and mood swings was resolving. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, affective disorder, bladder disorder, cervical dysplasia, dysmenorrhoea, dyspareunia, embedded device, fatigue, hormone level abnormal, intervertebral disc protrusion, menorrhagia, migraine, mood swings, neck pain, ovarian cyst, pelvic pain, psychological trauma, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: received treatment for perforation, pelvic pain, abdominal pain, dyspareunia, dysmenorrhea , menorrhagia, psych injury, bladder problems. Approximately three to four coils were noted intrauterine after the placement on either side. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded), no evidence of residual patency of the left oviduct. Right oviduct remains patent. Right essure device extends into the space superior to the endometrial cavity, presumably within the myometrium. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs received. Events per pfs: vaginal bleeding, mood swings, mood disorder, vaginal discharge, weight gain, abdominal adhesions, uterine fibroids, neck pain, ovarian cyst, high grade squamous intraepithelial lesion, lumbar disc herniation, abdominal pain lower were added incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), fatigue ("fatigue") and migraine ("migraine") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, psychological trauma, bladder disorder, fatigue, migraine and weight increased outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and menorrhagia had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, migraine, pelvic pain, perforation, psychological trauma and weight increased to be related to essure. The reporter commented: received treatment for perforation, pelvic pain, abdominal pain, dyspareunia, dysmenorrhea , menorrhagia, psych injury, bladder problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test (unspecified) was conducted, however, result was unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received. Case becomes an incident. Injury event was removed. New events added: perforation, pelvic pain, abdominal pain, dyspareunia, dysmenorrhea , menorrhagia, psych injury, bladder problems, fatigue, migraine, headaches, hormonal changes, weight gain. Outcome of the events pelvic pain, abdominal pain, dyspareunia, dysmenorrhea , menorrhagia were updated to recovered/resolved. Lab data and removal date were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.